Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. A complete lead was returned in two pieces with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued in the connector region consistent with the procedural damage. After cutting, cleaning the distal portion and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold. Upon further examination, the helix of the rv lead exhibited failure to extend and failure to retract. The rv lead was not used and replaced. The patient experienced no consequences.